Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus pen does not work in some areas of the screen; overlay found out of electrical specification. (B)(4).

Event description:
It was reported the programmer stylus is off. New stylus pen was tried and same issue. The left side of screen is more affected than right side. It was also reported the stylus pen was acting up, not working on certain areas of the screen. The programmer was returned for repair. There was no patient involvement indicated.